Manufacturer narrative:
Returned device was received in a bowed front panel between the gas supply indicator and manometer. The frequency knob spins out of spec past 8 b/min and is loose. The case has normal wear and tear. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the frequency could not be adjusted on a smiths medical ventilator and then quit working. No adverse patient effects were reported.